Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device battery failed. Patient information has been requested.

Manufacturer narrative:
Device evaluation: the reported issue was confirmed by the manufacturer's third party service technician. A review of the device history record found a "battery failed" reference failure. Resolution and disposition: the third party service technician replaced the battery to address the reported issue. The device successfully passed performance specification testing.

Event description:
The customer reported the device battery failed. The device alarmed when the reported issue occurred. The date of the event was (B)(6) 2016. There was no patient involvement.